Manufacturer narrative:
The complaint will be updated once the investigation is completed. Trends will be evaluated.

Event description:
Allegedly, patient revised due to painful trunionosis of the neck/femur junction of the right total hip. Components not revised: dlxpgf36, dynasty® a-class® std poly, lot 1477565; dsbfgf56, dynasty® bf shell 56mm group f, lot 1503514; prtl0027, profemur® tl stem sz 7, lot 1496361.